Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was 354 mg/dl. Troubleshooting was performed. The customer received a no delivery alarm. Ran a fixed prime test and passed. The customer stated that the doctor believes that customer did not have enough insulin in his body. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.